Event description:
A pt service rep (psr) contacted zoll customer support to report a damaged charger/modem. The charger/modem was replaced.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (damaged charger/modem) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit was defective. The cause of the inability to power on is the damaged power supply unit. The root cause of the damaged power supply unit cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.